Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 5 cm abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 23 mm, and the aneurysm length was 149 mm. The right iliac arteries were reported to be moderately tortuous, and the left iliac arteries were reported to be minimally tortuous. The case was reported to be difficult. The pt has a history of coronary artery disease, chronic obstructive pulmonary disease, hypertension, and renal disease. During the implant procedure, final angiogram demonstrated an acceptable outcome with no endoleak, and no complications were reported. It was reported that the left hypogastric artery was embolized, and it is possible that there was not enough collateral flow from the right side. The pt developed bowel ischemia, and a colostomy was performed. The pt was reported to be recovering well, and was ready to be discharged to a nursing facility when they expired in the hosp from ventricular fibrillation.